Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, fold creases, wear abrasion, yellow particles in the shell, and partial delamination of the valve. Leak test and microscopic analysis was performed which identified, partial delamination of the valve, however the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.